Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 1627487-2020-02263. It was reported that patient experienced ineffective stimulation. In turn reprogramming did not resolve the issue. As a result, surgical intervention was undertaken where the scs system was explanted. Additional information received scs system replaced on (B)(6) 2020 restoring effective therapy.